Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive and required multiple hard button presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 (B)(4) device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: on examination, the keypad was noted to be intact without damage or peeling. On testing, all the keypad buttons had intermittent response and required excessive force when pressed to evoke a response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. The audio bolus button was noted to be torn. A damaged audio bolus button will permit contamination to permeate the button which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the audio bolus button. Users may expect keypad damage during normal wear and the owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged. On testing, the audio bolus button was normally responsive. During investigation, it was noted that the display screen had a pink contrast when the pump was powered on. A test display was attached to the pump and illuminated normally. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. This complaint is not being reported because the patient continued to use the damaged and this misuse did not cause or contribute to an adverse event.